Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion with infection. Reportedly, the incision doesn't seem to be healing well and that the new implanted device was sticking out from chest. The technical services (ts) referred the patient to the clinic. There were no additional adverse patient effects reported. This pacemaker remains in service.